Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core, and review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation, however the device reverted back to safety mode. Device testing was performed, where normal device function was observed. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation while still in pre-implant status.

Event description:
Boston scientific received information that this pacemaker entered safety mode while still in pre-implant status. The device was not implanted. No patient involvement.